Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that difficulty was experienced finding an acceptable position for the right atrial (ra) lead after attempting several different locations. Tight venous access was noted. After having deployed the helix numerous times, the physician felt the lead was no longer viable. The lead was removed and replaced. No patient complications have been reported as a result of this event.